Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the pacemaker exhibited failure to connect with the lead. The pacemaker was removed and replaced. No patient consequences were noted.